Manufacturer narrative:
Results: blood was observed inside the pump and around the outside of the penumbra system aspiration pump max 110v (pump max) housing. Conclusions: evaluation of the returned device revealed that there was blood inside and around the pump max. If the aspiration tubing and canister tubing are properly connected, it is very unlikely for blood to enter the pump max. The observed blood inside the pump max suggests that the aspiration tubing was connected directly to the vacuum inlet rather than the canister supplied by penumbra. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the hospital staff inadvertently misconnected the aspiration tubing to the pump max without using an indigo pump max canister (canister) and, upon aspiration, blood entered the pump max. The pump max was able to function normally initially, and the procedure was completed using the same pump max and a canister, as well as manual aspiration. After the procedure, it was reported that the pump max then was unable to achieve maximum aspiration. There was no report of an adverse effect to the patient.